Event description:
It was reported that the customer received a button error alarm on her insulin pump and the numbers on the screen were ramping up. The insulin pump was exposed to perspiration. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 173 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump had no button error alarm or unexpected battery alarms noted. Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump had minor scratches on display window, cracked case at display window corner, broken belt clip slot and cracked reservoir tube lip.